Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The advancer, coil, sheath, handshake connections, burr, and annulus were visually and microscopically examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the rotawire became stuck with the burr. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotaburr and the rotawire became stuck and were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the rotawire became stuck with the burr. The target lesion was located in the severely calcified coronary artery. A 1.75mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that the rotaburr and the rotawire became stuck and were removed together. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.